Manufacturer narrative:
Super poligrip denture adhesive powder is manufactured in (B)(4). The lot number for this product is available (lot number n11035). It is unknown if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of swelling of roof of mouth in a (B)(6) female patient who received super poligrip denture adhesive powder ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip denture adhesive powder (dental). At an unknown time after starting super poligrip denture adhesive powder, the patient experienced swelling of roof of mouth, sore roof of mouth, mouth swollen and sore mouth. This case was assessed as medically serious by gsk. Treatment with super poligrip denture adhesive powder was discontinued. At the time of reporting, the events were unresolved.